Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. The customer's blood glucose (bg) level subsequently decreased to 59 mg/dl. Customer drank a soda to initially address bg. The customer was subsequently admitted to the emergency room (ER) where healthcare providers administered intravenous glucosado 5%- 500cc to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the ER on january 17th, 2024 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.